Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 79-year-old male patient noted as high risk percutaneous coronary intervention, needed an impella cp for mechanical circulatory support. During implantation of the impella, the physician was unable to cross the aortic valve and the procedure was aborted. The left formal artery was manually closed.